Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose, with blood glucose in the high 400 mg/dl range to 600 mg/dl at the time of the incidents. The customer was at 53 mg/dl when they went low, and used food, juice, and glucose tablets to treat the low. The customer was taken off the pump as the hospital felt he was abusing his insulin. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had fluctuating blood glucose levels and think they are brittle. The customer had an infection, blood poisoning, and a stroke. The customer believes their issues are medical and not pump related. The customer wanted to make sure their settings were correct. The insulin pump will not be returned for analysis.